Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left total hip arthroplasty on (B)(6) 2011 and after implantation developed pain in her replaced hip and metal ion testing demonstrated elevated cobalt and chromium levels. The patient was revised on (B)(6) 2017 and during the revision surgery "a very significant amount of corrosion was evident at the base of the trunnion".